Event description:
As reported: "while inserting a 32.5mm advanced screw into the distal hole on the proximal side of the 200mm nail of the t2 alpha retronail, it got stuck and the head floated 8mm and was not fixed bicortically." The implant was placed and the surgery was completed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in patient.

Event description:
As reported: "while inserting a 32.5mm advanced screw into the distal hole on the proximal side of the 200mm nail of the t2 alpha retronail, it got stuck and the head floated 8mm and was not fixed bicortically." The implant was placed and the surgery was completed.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A formal medical opinion was requested for the available radiograph and surgeon query: ¿how I should remove this screw because the female hole in the screw head and the threads on the periphery are licking.¿ from hcp: "the screw should have been removed in the very operation it was introduced. With time and further load application on it, it will probably not be easy to remove it. If there are no relevant problems now in my opinion, the screw can be left in the femur." A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any further information is provided or the device is returned, the complaint report will be updated.